Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) system developed an infection. During the procedure to explant the system, the patient died after the leads were extracted. The svc in the atrium was torn. It was noted this patient was very ill with dementia. The lead was not returned.